Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. The device was returned with the stent damaged on its entire length. Stent struts from the distal region of the stent were slightly expanded and stent struts from mid to proximal region of the stent were damaged, lifted and pulled proximally in a proximal direction over the proximal balloon cone. A review of the manufacturing stent profile data was performed and the stent at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-jan-2020. It was reported that crossing difficulties were encountered. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following predilitation with a 2.0x15mm balloon, a 2.75 x 32mm synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.